Event description:
It was reported to boston scientific corporation that a solyx¿ sis system was implanted on (B)(6) 2009. According to the complainant, as a result of the implant, the patient experienced incontinence, infection, mesh erosion which will require removal and corrective surgical procedure, pelvic pain, autoimmune disorder and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.